Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had a history of occlusive disease. It was reported the pt presented with claudication and was symptomatic approx 2.5 months post implant. A CT scan showed that the ipsilateral limb of the bifurcated stent graft was totally thrombosed up to the flow divider with some thrombus in the aortic neck as well. This was attributed to the pt's condition with occlusive disease. There was also a small kink in the graft at the distal edge of the ipsilateral limb which had been extended into the external iliac artery after the internal iliac artery was coiled. The kink was attributed to disease in the iliac artery. An attempt was made to remove the clot using a fogarty catheter, however, that was not successful. The decision was made to convert the device to an aortic-uni iliac system and to perform a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.